Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose. Blood glucose at the time of event was 40 mg/dl. Current blood glucose was unknown. Customer did not experience had as symptoms of low blood glucose. No further patient complications were reported. It was unknown about auto mode status on or off at that time. Troubleshooting was performed. The insulin pump will not be returned for analysis.